Manufacturer narrative:
Continuation of medical devices: 446945 lead implanted (B)(6) 2005.

Event description:
It was reported that the right ventricular (rv) lead exhibited high and undefined impedance. The out of range impedances could not be reproduced while the patient was in the clinic. The lead remains in use while the physician reviews for possible revision. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was undefined. If information is provided in the future, a supplemental report will be issued.